Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Results: (operational problem): visual inspection of the returned product found the lens was torn into two pieces. The lens was returned dry. (B)(4).

Event description:
The reporter stated the surgeon inserted the aa4203tl silicone single piece lens with toric optic 16.5 se/2.0 diopter and the lens was noted to be nicked. The lens was removed with no patient injury. The back up lens was used with out incident. The surgeon indicated the lens was nicked by the technician while loading.